Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. Visual inspection of the pneumatic block revealed water deposits. The pneumatic block will be replaced to address the issue. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to contamination of the device pneumatic block. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf197) related to a stuck outlet flow sensor. There was no patient harm or a serious injury reported as a result of this incident.